Manufacturer narrative:
On november 27, 2023, mentor received additional information indicating that the correct date of event was on july 21, 2021. In addition, the patient's implant were replaced with silicone implants.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, device migration. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast reconstruction revision with two 685cc mentor memoryshape breast implants. Post-operatively, the patient was not able to flex or move their left hand, suffered uncomfortable breasts and the implants were high on their chest. In addition, the patient also had branchial nerve issue. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2023. The implants were found to be upside down. Lastly, when the implants were removed, the patient was able to now make a fist or curt their fingers. This medwatch form is for the right breast prosthesis.